Manufacturer narrative:
Maquet medical systems, USA submits this report on behalf of the legal MFR of the device maquet cardiopulmonary (B)(4). Maquet cardiopulmonary ag provides product failure investigation, analysis and resolution for the device described in this report. A maquet service tech investigated the device and was unable to duplicate the reported problem. The current probe was re-calibrated and the 20 amp breaker was replaced. Performance and functional testing was successfully executed. The unit was returned to service. A supplemental medwatch will be submitted if add'l info becomes available. (B)(4).

Event description:
(B)(4).